Manufacturer narrative:
Journal article "techniques in shoulder & elbow surgery. Volume 12 november 2, june 2011 moby parsons, md and stacey riley, pa-c". Unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
A journal article "techniques in shoulder & elbow surgery. Vol. 12 november 2, june 2011" stated: pt presented to surgeon and an x-ray showed meso os acromiale. Pt underwent surgery and the epoca system was implanted with cerclage sutures and #2 fiberwire wrapped around the prosthesis. Eight weeks post op, an x-ray showed failure of the osteotomy. Pt underwent surgery to repair the osteotomy and the prostheses was well fixed. Three month post op visit x-ray showed another tear. Pt underwent surgery in which the cocr head, glenoids, and eccenter was removed. A non-synthes custom device was fixated to the synthes stem for a reverse prosthesis with additional anterior and posterior screws. Two of four reports for this event.